Event description:
The customer reported that during use of the drill bit in a shoulder arthroscopy, metal shavings were observed in the joint. It is not known if all metal shavings were retrieved. To date, the pt is doing fine and no additional treatment is planned.

Manufacturer narrative:
Investigation findings: the drill bit was received for eval. A visual examination of the device found galling at the distal end of the drill bit. A review of history for this product found one other similar reported event. Conmed linvatec will continue to monitor this product for failures.